Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A materials specialist reported that after an intraocular lens (iol) was implanted, the pt reported blurry vision. The lens was noted to be dislocated and was exchanged. In a follow up, a nurse reported that in the surgeon's opinion, the iol was not to blame for the event and the event resolved after the exchange procedure.